Event description:
The manufacturer received information alleging a device alarmed and failed to power on. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failure was found to be an internal fault of the u1 3.3 vdc buss, which was observed to be shorted.